Event description:
Angiojet solent proxi thrombectomy malfunctioned after being placed in the patient body. No damage or danger to the patient. The angiojet was removed from the patient's body. A new one was opened and used and the case continued on with no further incidents.